Event description:
It was reported that an asymptomatic patient presented post an unrelated procedure. It was noted that the atrial lead exhibited a drop in sensing and high capture threshold. The lead was capped and a new lead was implanted. The patient remained stable post procedure.